Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, switch box failed occasionally, switch box immersed due to water invasion in the device, switch 1 leaking, insufficient angulation, and bending cover leaking. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, foreign material was found clogged in the scope nozzle due to insufficient cleaning. It was reported that the intended procedure was a gastroscope diagnostic procedure and the procedure was completed using a similar scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The dirty switch box was confirmed. There was white dirt found but could not be identified. The root cause could not be dtermined. Olympus will continue to monitor field performance for this device.